Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a bad battery alarm and there was an open circle on the top of the screen. Customer's blood glucose was 145 mg/dl. Customer had trouble installing batteries into the device. Customer was unable to troubleshoot, customer did not have the device present. Customer will not be returning the device for analysis.